Event description:
International customer reported that the device leaked air upon initial activation. The device was removed from service and exchanged. No adverse patient consequences were reported.

Manufacturer narrative:
Result code: the actual device was returned for evaluation. The device was visually examined then functionally tested. No visual non-conformances were identified. The returned reservoir was expanded with air, the exit tube was plugged and was immersed in a basin of water and the plates were compressed to create internal pressure. No air escaped from the reservoir. The plates on the returned reservoir were locked, the exit port was plugged, the tips of the drains connected to the adapters in the y-body ports were placed in the basin of water and the device was activated. The reservoir suctioned over 125 ml of water. The device was received with a distended bag from being in the activated state for a significant time period, accordingly this condition caused a lessening of the suction volume. Conclusion code: no device failure detected. The device functioned as intended. A review of the batch manufacturing records was conducted. This review did not identify an non-conformances and the batch met all finished goods release criteria.